Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured in 2017 due to impedance greater than 2,500 ohms. A fracture was not observed on x-ray and as the patient had good intrinsic atrioventricular conduction, the physician elected to not replace the lead at that time. Recently, the patient underwent magnetic resonance imaging (MRI) and follow-up after the MRI showed that the rv lead was not pacing or sensing. There was also farfield oversensing present on the atrial channel. The pacemaker recorded the qrs complex as a premature atrial contraction. The pacemaker was reprogrammed to atrial pacing and sensing only (bipolar configuration) which resolved the oversensing. The rv lead remains implanted and the physician does not plan to replace it. The rv lead serial number remains unknown as it was not recorded by the hospital. The pacemaker remains implanted and in service. No adverse patient effects were reported.